Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device is leaking fluid at the user facility. There were no adverse consequences related to this event. Additional information has been requested from the sales representative regarding how the issue was noticed. The sales representative was not able to provide any further information regarding the reported event.

Event description:
The manufacturer sales representative reported that the device is leaking fluid at the user facility. There were no adverse consequences related to this event. Additional information has been requested from the sales representative regarding how the issue was noticed.